Manufacturer narrative:
Investigation found a small tear in the exposed portion of the soft cannula. When the distal tip was manually occluded, fluid diverted through the tear. Although the cannula was damaged, the timing and cause of the damage are unknown. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause skin condition swelling. The soft cannula and formed needle were inspected and no abnormalities were found that would cause swelling. Although the investigation found no evidence of any damage that would cause swelling, the reported event could not be determined. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 24 and 36 hours. The device was originally reported for insulin leaking while wearing the pod and swelling at the infusion site. Treatment information was not provided.